Manufacturer narrative:
(B)(4). The el5ml device was returned with the shaft bent near the rotation knob area. Upon inspection it was noted that the instrument was partially cycled and the advancer tip was showing up without a clip in the jaws. The cycle was completed and it was noted that the advancer did not retract to its intended position, causing the next clip to not be completely fed into the jaws; this condition occurred in two firings during the analysis and resulted in two malformed clips. The device was cycled and ten conforming clips were fed and formed; however an intermittent feeding issue was noted during testing due to the advancer not retracting to its intended position. The instrument locked out as intended. The device was disassembled in order to inspect the condition of the internal components and no anomalies were noted. The damage at the shaft may have contributed at the advancer not retracting completely behind the next clip, leading to the clip malformation and to the intermittent feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the clip was not formed properly at the 1st firing. After the event, the trigger became stuck and the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.